Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and external devices. A company representative met with the patient and confirmed the ipg was not communicating with external devices. The representative was deemed inoperable. Follow up identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.